Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, evis exera iii duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air/water tube and distal end had foreign material. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the air water tube and distal end having foreign material due to insufficient cleaning, additional findings were as follows: air/water cylinder had no color; suction cylinder had no color; scope connector cxover unit was deformed; scope connector cover unit had corrosion due to water leakage; light guide lens had a crack; distal end was shaved; and distal end had residual liquid. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.